Event description:
The iab was inserted into the pt on 6/24/98. There were repeated "iab cath" and "rapid gas loss" alarms during iabp. The iab was removed on 7/1/98. On 8/5/98, the following was reported to datascope: frequent "catheter" and "leak alarms" sounded from the sys pump. No blood was noted in the tubing. The iab was removed and another was not inserted. There was no pt injury or complication as a result of the event. [Event complications]: none from the event-reported 7/6/98 and 8/5/98. [Pt's current status]: unk-rpt'd 7/6/98.